Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/14/2017 with the following findings: the battery life complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The pump successfully completed a prime sequence without issue or alarm. A battery compartment crack was observed and the battery compartment threads were damaged. The returned battery cap was able to secure properly to the pump. No damage or defect was found to the internal components. The pump electrical current draws were found to be within specification. The display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.